Manufacturer narrative:
(B)(4). Batch # 679a85. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife moved all the way but stopped moving on the way to home position, and the device locked out at the 1st firing. Knife reverse switch was used, but the issue did not improve. Manual override lever was used to return the knife. The staples have been formed properly. The device was used on the duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.